Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump passed self test and displacement test. However, moisture damage was noted on pcb1. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. The insulin pump had fluid under screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.